Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received with broken end cap. The insulin pump was unable to verify prime alarm due to broken end cap. The insulin pump was received missing end cap sticker, cracked case at display window corners, case at reservoir tube window corners, reservoir tube window, reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.